Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock, due to oversensing of noise on the right ventricular (rv) lead. Noise was also observed on the right atrial (ra) lead. The patient was hospitalized pending a device evaluation. It was noted the rv lead had low, out-of-range pacing impedance measurements, with values less than 200 ohms intermittently since september 2019. The field representative reported that noise was able to be recreated on the ra lead, which was resolved with adjusting the sensitivity on the ra channel. The physician elected to explant and replace the ICD. Both leads were reviewed via x-ray and were tested on the pacing system analyzer (psa) at the replacement procedure, with normal measurements obtained. No noise was able to be created on the rv lead before, during, or after the device replacement. Technical services reviewed the available data from the original ICD and noted the r-wave amplitudes had diminished, from 8mv at implant to a range of 3.9mv-5.0mv, with some values as low as 2.9mv. Technical services recommended further troubleshooting of the rv lead, and increased remote monitoring. No additional adverse patient effects were reported. The device was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock, due to oversensing of noise on the right ventricular (rv) lead. Noise was also observed on the right atrial (ra) lead. The patient was hospitalized pending a device evaluation. It was noted the rv lead had low, out-of-range pacing impedance measurements, with values less than 200 ohms intermittently since (B)(6) 2019. The field representative reported that noise was able to be recreated on the ra lead, which was resolved with adjusting the sensitivity on the ra channel. The physician elected to explant and replace the ICD. Both leads were reviewed via x-ray and were tested on the pacing system analyzer (psa) at the replacement procedure, with normal measurements obtained. No noise was able to be created on the rv lead before, during, or after the device replacement. Technical services reviewed the available data from the original ICD and noted the r-wave amplitudes had diminished, from 8mv at implant to a range of 3.9mv-5.0mv, with some values as low as 2.9mv. Technical services recommended further troubleshooting of the rv lead, and increased remote monitoring. No additional adverse patient effects were reported.